Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they were bradycardic and hypotensive. It was reported that the right ventricular (rv) lead dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.